Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed no defects noted on the hypotube. The hoop was not returned for evaluation and therefore the inner or outer diameter could not be measured to determine if the packaging may have contributed to the issue. A visual examination of the returned unit found no defects at the luer, y-site to wire lumen, tip or balloon portions of the device. The distal shaft was broken approximately 1110mm distal to the strain relief at the location of the rx bond. The damage to the rx bond is consistent with excessive tensile force being applied to the delivery system during handling/use. The balloon protector cap was returned over the balloon. It was not possible to apply a vacuum to the balloon as part of preparation technique as the shaft was broken however the balloon protector was removed from the balloon with slight resistance. The balloon was inspected and was tightly wrapped and appeared it was not subjected to positive pressure and no tears or holes were found during a microscopic examination. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "withdraw inflation device plunger to full negative and place the inflation device in a locked position. This will maintain a constant vacuum on the flextome cutting balloon device". (B)(4).

Event description:
It was reported that a shaft separation occurred. A 10/3.50 flextome¿ cutting balloon¿ was selected to treat the target lesion. During preparation, upon taking the catheter out from the hoop, it was noted that a shaft separation occurred within the junction of the distal shaft and proximal shaft. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
It was reported that a shaft separation occurred. A 10/3.50 flextome cutting balloon was selected to treat the target lesion. During preparation, upon taking the catheter out from the hoop, it was noted that a shaft separation occurred within the junction of the distal shaft and proximal shaft. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).